Event description:
In 2013, I went to my doctor's office to inquire about having a tubal ligation. I was informed that there was a procedure that was the same as having a tubal ligation, but could be done in the doctor's office and there was no down time. It sounded great. I have a nickel allergy and asked about that. My doctor informed me that they did not make the device out of nickel anymore. I have since learned that is not true. I had the essure device implanted on (B)(6) 2013. From the day of insertion, I had considerable pelvic pain. Over the next few years, my life changed dramatically. I was exhausted all the time, not fatigued or tired, but dragging myself through the day exhausted. I slept every chance I had and would wake up feeling like I hadn't gotten any sleep at all. The pelvic pain and cramping were constant, as the weight gain, mood swings, brain fog/forgetfulness, difficulty concentrating, memory loss, bloating, dizziness, headaches, allergies, anxiety, irritability, digestive problems, bowel issues, tooth decay and joint pain to the point where I could barely walk at times. I would go to bed fine and then in the morning I was in agony. The joint pain would be in my hips, feet, hands, the location would vary, but was random and excruciating. I also had bladder control issues, hair loss/breakage, heavy periods with lots of clots, very painful intercourse (stabbing pain) which I now know was due to the coils migrating and becoming embedded in my uterine lining. I had the hsg confirmation test 3 months after insertion and everything was fine. Both coils were in the correct position and the scar tissue had formed. When I had finally had enough of living like this, I had a complete hysterectomy on (B)(6) 2016, removing everything, uterus, both fallopian tubes, cervix and both ovaries. The pathology report showed that they had migrated and were imbedded in my uterine lining. After all that, they weren't even doing their job in preventing pregnancy. This device is extremely unsafe and should not be implanted into anymore unsuspecting women. I had to have major surgery to get my life back. I am finally starting to feel more normal than I have in years. I thought all the symptoms I was having were age related and due to impending menopause. They definitely were not. The black box warning is not enough; I never saw the box these hateful things came in. Please remove this device from the market.